Event description:
On 2/19/96 a pt returned to the emergency room and was diagnosed with cellulitis at the IV catheter insertion site. The catheter was inserted into the pt while in the operating room on 2/7/96. The catheter was removed on 2/10/96. No concerns were noted at the insertion site at the time of the removal.